Event description:
The customer found an "inverted septum" on the y-site during priming and reported it to their baxter (B)(4) sales representative. The customer noticed leakage from the septum during priming with saline solution. Nothing was connected to the septum. There was no patient injury. The actual sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation and it was received on 04/07/10. An inverted septum was observed in the returned sample. A batch review was performed on the reported batch with no abnormality observed. A complete hot stamp was observed on the interlink housing. A dimensional measurement was performed on the diameter of the septum and swage height with no abnormality observed. The slit was also observed on both sides of the septum. The returned sample will be discarded. Based on the sample evaluation the reported condition was confirmed. An inverted septum was observed during visual inspection on the returned sample. As such, no assignable root cause could be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.